Manufacturer narrative:
(B)(4): physio-control provided the customer technical assistance and suggested removing the device from service. Follow up with the customer confirmed that the device will not be repaired, and it has been removed from service. The cause of the reported failure could not be determined.

Event description:
The device was powered on prior to use on a patient and reported to exhibit "scrambled" behavior with self-powering on and off, it was unavailable for use. A second defibrillator was retrieved, but therapy was deemed unnecessary. There was no report of adverse effects to the patient as a result of the device use. There were no further details on the event and/or the patient provided.